Event description:
It was reported after pump replacement surgery, that the patient developed an infection around the wound site. It was indicated to the reporter's knowledge that the pump was working. The outcome of the patient was not provided. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that re-exploration of the right sided intrathecal baclofen pump on (B)(6), 2012 resulted in removal of the pump and transection of the intrathecal catheter. The patient symptom included purulent material drainage from the surgical site. The patient was hospitalized for the event. The patient outcome was reported as ongoing.

Manufacturer narrative:
Product ID 8709, lot# j0058170r, serial#, implanted: 2001 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient's infection caused by (B)(6). At the time of report, the patient was taking oral baclofen because of the explant. It was noted that the patient had been at risk to expire, though his status at the time of report was unknown.

Manufacturer narrative:
(B)(4).